Event description:
Patient's representative reported a rupture on the right side. Patient representative additionally reported "fibroadenoma of the right breast, complications due to breast implant;" this event is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g1, h6.

Event description:
Patient's representative reported a rupture on the right side. Patient representative additionally reported "fibroadenoma of the right breast, complications due to breast implant;" this event is not device related. Patient's representative reported ¿on the dorsal capsule leaf, adjacent to the ribs, there are noticeable changes, such as small, lined-up vesicles¿. The device was explanted.

Event description:
Patient's representative reported a rupture on the right side. Patient representative additoanlly reported "fibroadenoma of the right breast, complications due to breast implant;" this event is not device related. Patient's representative reported ¿on the dorsal capsule leaf, adjacent to the ribs, there are noticeable changes, such as small, lined-up vesicles¿. Capsulectomy and replacement of the device performed.

Manufacturer narrative:
Device photographs for the device related to the reported event of rupture and lump/nodule (ndr) were reviewed on (B)(6) 2022. Visual analysis of the photographs identified the device was broken shell and red particle material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Patient's representative reported ¿on the dorsal capsule leaf, adjacent to the ribs, there are noticeable changes, such as small, lined-up vesicles¿. The device was explanted.

Event description:
Patient's representative reported a rupture on the right side. Patient representative additionally reported "fibroadenoma of the right breast, complications due to breast implant;" this event is not device related. Patient's representative reported ¿on the dorsal capsule leaf, adjacent to the ribs, there are noticeable changes, such as small, lined-up vesicles¿. Capsulectomy and replacement of the device performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: ¿ wear abrasion observed in the device. ¿ crease flat observed in the device. No further actions are required as the device was implanted.